Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Customer's blood glucose was 25.5 mmol/l. Customer's current blood glucose was 6.2 mmol/l. Customer¿s blood glucose was treated with manual injection. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of high blood glucose event. The insulin pump will not be returned for analysis.